Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.

Event description:
It was repored that one week after insertion, user noticed proximal line was detached from injection hub. The problem ws noticed when thepatient was moved from ICU to hospital ward. The extension line was "knotted off" to prevent complications. There were no reported patient complications.